Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic nerve pain, sleeplessness, burning, itching, irritation, abdominal pain, and painful urination. No further info has been provided.